Manufacturer narrative:
The main component of the system. Other relevant device(s) are: esbf2314c103e sn (B)(4), expiration date: 2017-08-17, UDI # (B)(4) film evaluation summary: the exact cause of the occlusion cannot be conclusively determined from the films provided. Angio's at implant was not available for review; the blood flow dynamics cannot be assessed. Pre-implant cta's showed mild thrombus within the aneurysm sac. Films at 1-month follow up noted mild thrombus within the left/ipsilateral limb. Recent films at 6-months follow up confirmed that beginning at the flow divider, the ipsilateral limb was 100% occluded. The lcia was acutely angulated near the origin. The angulation measured ~ 100 deg r-l. The ipsilateral limb ID was compressed to ~ 6 mm near the angulation. The ispilateral limb to the leia was angulated ~ 80 deg p-a. The lcia was also moderately calcified. It is possible that implanting the stent graft within a tortuous and calcified lcia may have contributed to the limb compression, which may have led to the occlusion. The patient's pre-implant thrombus may have also contributed. (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that approximately six months post index procedure a CT revealed that the patient¿s left iliac limb had become occluded. The distal end of the endurant ii stent graft left limb appeared to be narrowed. No intervention was reported to have been performed. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.